Event description:
It was reported the surgical dressing was placed post-op. The dressing was removed and replaced sometime later. During the replacement, the clinician noted normal periwound skin. The skin was not cleansed prior to placing the new surgical dressing. Soon after replacement, the patient reported pain, redness, itching and blistering under the hydrocolloid adhesive portion of the dressing. The dressing was removed and the periwound was cleansed. Dry gauze dressing and a stretch bandage was applied. No further patient complications were reported as a result of this event.

Manufacturer narrative:
A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaints for previous 12 months was performed and there is no indication of compliant trend based on this review. Based on the investigation conducted, the complaint could not be confirmed. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.